Event description:
It was reported that during a laparoscopic anterior resection (colorectal) procedure, during transection of rectum, stapling unit didn't fire completely. To avoid complications, colostomy was done which reversed nearly 6 months later in (B)(6) 2009 using circular device. Patient didn't receive any radiotherapy and has no comorbid illnesses as ischemic heart disease. Patient states that since six months after laparoscopic reversal of hartmann's procedure, she has been passing motions through the vagina and also per anally. Clinical, colonoscopy and radiological investigations revealed a large rectovaginal fistula [>2 cms]; MRI and CT showed the fistulous communication occurring at the site of the anastomosis [staple line]. On (B)(6) 2012, doctor performed permanent colostomy (discomfort of having a bag always) and he reassured absence of any contamination, abscess cavity, lymph nodes or recurrence and also seen the staple line within the fistulous communication. Pathologist stated that during specimen processing he noted that staple line was within the fistula. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.